Event description:
Following lasik surgery, this pt exhibited a 2-line decrease in bcva in the left eye.

Event description:
Additional information has been provided via patient records. Approximately seven month following initial lasik surgery, this patient's bcva did not decrease by 2 lines as originally reported. Pre-op bcva was 20/20 (left eye) and at 7 months post-op it was 20/25-. An enhancement was performed shortly after to improve the ucva. Six months following the enhancment, this patient showed a 2-line decrease in bcva from pre-op. Bcva was 20/30.